Event description:
Patient allegedly received a gunther tulip inferior vena cava filter on (B)(6) 2014 via the right common femoral artery due to post pulmonary embolism (pe). Approximately 4 years and 10 months after receiving the filter implant, the patient underwent an x-ray which revealed the ivc filter had fractured since its implantation. Four years and 5 months after implantation the patient underwent a complex, laser-assisted removal surgery to remove the ivc filter. However, due to the fact that fractured filter struts were located in the l4-5 disc space, aorta, ivc wall, kidney, and psoas muscle, surgeons were unable to completely remove the filter. The patient alleges migration, tilt, vena cava perforation, and complex removal. The patient further alleges dizziness, lightheadedness, kidney ache, anxiety, panic attacks, limited mobility, and pe. Percutaneous filter removal on (B)(6) 2019 due to device failure. (B)(6) 2019, per a report from ultrasound; ¿the broken piece of the ivc filter that is embedded in the bridge of the horseshoe kidney is not identified by ultrasound (B)(6) 2019, per a report from computed tomography; ¿the ivc filter has four legs. The leg at 3:00 extends out of the ivc medially between the aorta and the l3/4 vertebrae. The leg at 6:00 extends out of the ivc posteriorly into the right psoas muscle. The leg at 9:00 is fractured and the distal segment is lodged laterally in the right lower pole of the horseshoe kidney. The leg at 12:00 is fractured and the distal segment is lodged anteriorly in the isthmus of the horseshoe kidney. The 9:00 leg fracture is a new finding compared with the prior CT study (B)(6) 2019. A 10 mm thin metallic wire in the anterior right psoas muscle represents a fractured arm of the ivc filter. The wire segment was previously located at the superior margin of l4 and has migrated caudally to the l4-5 level. At least two of the thin arms of the ivc filter have a bent appearance. A segment of one of the arms could be located in the wall or outside of the ivc. The tip of the ivc filter cone appears to be centered in the ivc. No filling defect suggestive of thrombus is identified in the iliac veins and the ivc.¿ (B)(6) 2019, per a report from computed tomography; ¿infrarenal ivc filter in place. Several of the spokes extend beyond the lumen of the ivc; two of the spokes are embedded within the right renal parenchyma. No ivc thrombus detected.¿ (B)(6) 2019, per a report from retrieval report (successful): "findings: several of the thin wire filter arms were bent and some were fractured". "Follow up venacavogram demonstrated a patent inferior vena cava with only mild narrowing at the level of the filter base. No contrast extravasation was noted". ¿impression: 1. Initially, the tip of the ivc filter was embedded in the wall of the inferior vena cava. Using fluoroscopic guidance, a wire was inserted through the filter cone and the distal end of the wire was encircled with a loop snare. The wire coursing through the filter cone was used to provide upward traction on the ivc filter. 2. The ivc filter was adherent to the wall of the ivc. Photothermal ablation with an eximer laser sheath was used to free the filter from scar tissue along the wall of the ivc. The ivc filter was successfully removed. 3. Venacavogram following filter retrieval demonstrated a patent inferior vena cava. 4. Five thin wire arms were located either external or embedded in the wall of the ivc. Two of the fractured filter legs remained outside the ivc.¿ (B)(6) 2019, per a report from computed tomography; ¿impression: 1. The five fractured thin wire filter arms at the l3 level are located either within the ivc wall or external to the ivc as described below. 2. The two fractured filter legs are located in the horseshoe kidney. 3. A single fractured thin wire filter arm is seen in the right psoas muscle at the l4-5 level. This finding has migrated in the muscle and would have originated from the l3 level.¿

Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2021-01134. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the (B)(4). Initial reporter occupation: non-healthcare professional. Investigation: the following allegations have been investigated: fracture/bent struts, organ/aorta/vena cava (vc) perforation, embedment, narrowed ivc, complex removal, migration, tilt, dizziness, lightheaded, kidney ache, anxious, panic attacks, limited mobility. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported dizziness, lightheadedness, kidney ache, anxiety, panic attacks, and limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
On 13jun2021, per a report from computed tomography; "horseshoe kidney with 2 stable fractured ivc arms embedded within the horseshoe kidney. One of he fracture fragments is in the lower medial aspect of the right moiety. The second fragment is located more towards midline across the central aspect of the kidney. No hydronephrosis". ¿ivc is normal in caliber. Remaining arms of the ivc filter are again noted. 2 of the arms are embedded into the horseshoe kidney, another is in the right psoas muscle, a third is located posterior to the abdominal aorta, a fourth is posterior to the ivc and extends to near the posterior right aspect of the abdominal aorta, and the remainder embedded in the ivc. The position of these arms have not appreciably changed.¿